Manufacturer narrative:
The reported event of failure to remove the guidewire and failure to insert the stylet into the left ventricular lead was confirmed. A complete lead, without a stylet, was returned in one piece for analysis. Stylet obstruction and restriction was observed to be due to polytetrafluoroethylene (ptfe) coating of the guidewire inside the inner coil and excessive blood inside the inner coil at the s-curve region. The reported event of failure to insert the stylet and failure to remove the guidewire was isolated to the inner coil being clogged with blood and ptfe coating from guidewire in the connector pin all consistent with occurring at the time of procedure.

Event description:
During an implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. Additionally, after the physician removed the guidewire by force, the stylet was unable to be inserted into the lv lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.